Event description:
It was reported that post-implant, the atrial lead exhibited noise and high threshold. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.